Event description:
Meter would not power on. The last time patient tested was in 2005 at 7:30 p.m. Patient visited the hospital because patient could not test his blood sugar. The blood glucose result on the physician's meter was 380 mg/dl. The patient did not have any symptoms at the time of testing. No treatment was reported. The patient was using the correct test strips, the battery contacts were in good condition, and the battery was replaced. The issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.